Manufacturer narrative:
(B)(4). A batch review was conducted for the potentially associated lot number h12i08034 and h12k09039. No exceptions were observed that were related to the reported condition. The problem could not be confirmed and the cause could not be determined.

Event description:
This is a report of peritonitis in a patient coincident with dianeal therapy for peritoneal dialysis (pd). The patient experienced peritonitis and was admitted into the hospital two days later. The cause of the peritonitis was unknown. Treatment for the peritonitis was not reported. The patient was discharged from the hospital ten days after being admitted. It was reported that the patient was discontinuing pd therapy and was changing to hemodialysis. The patient was recovering from this peritonitis event. (B)(6).

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted.